Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced four infusion set needle was broke on (B)(6) 2024. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 4.